Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The sensor was inserted into the abdomen. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.